Event description:
User reported that while using a pm65 portable suction machine during an emergency procedure, doctor could not get suction. Another suction apparatus was used. There were no patient consequences.

Manufacturer narrative:
Product was manufactured in july 2004. This cover model is no longer produced. Visually examined returned part and found hairline fracture in the filter recess area of the canister cover, propagating down the skirt. Crack caused loss of vacuum seal. Root cause was potential for molded component to cool excessively before being assembled. Corrective action was to install temperature sensors on assembly equipment to prevent assembly of molded component that had cooled excessively. This particular model is no longer manufactured. The hi-flow cover was redesigned to eliminate some componentry, and a new model was marketed first in 2006.